Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. The patient reported she was arrested but prior to her arraignment, she gave herself a bolus and stated her heart stopped; patient also mentioned she was catatonic due to uti, patient uncertain how long it took to get to hospital but states they heard the staff saying their heart stopped again. Patient was accused of taking something other than bolus; they also stated company rep (no name given) said patient was overdosing and was not the pump. Additional information was received from the healthcare provider (hcp) reporting that the patient had been on a minimum pump rate for months. The hcp stated that the patient had not been getting anything through the pump that they could overdose on. Additional information was received from the healthcare provider (hcp) reporting patient's records and indicated that there was nothing mentioning overdosing, heart stoppage, or hospitalization. The hcp was able to provide the following timeline. On (B)(6) 2023, a pocket revision was done due to flipping. Refill history was reviewed and as of (B)(6) 2023, the patient was infusing dilaudid at 2.5 mg/d with boluses 6x per day. Subsequent refill history review was negative for refill volume discrepancy. On 09-august-2023, a dye study showed no issues. On an unspecified date thereafter, the pump continued to flip around and was decreased to a minimum rate. Further intervention had been delayed due to unrelated health issues, including a prolapsed rectum on (B)(6) 2025. The pump had been at a minimum rate since 04-september-2025. Hcp had no additional information and directed any further follow-up to other hcp.